Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
This report is to advise of an event observed during analysis.